Event description:
It was reported by the customer that a pyxis medstation es system had hardware failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had a fail door number four, but was not showing up in the recovery screen. The field service engineer was able to resolve the issue by the process for ghost failure on tower door number four. The system functioned as intended after the field service engineer troubleshooted the device.